Manufacturer narrative:
A ge representative evaluated the system and repaired the ac power cord. System operates as intended. (B)(4).

Event description:
The customer reported the system intermittently shuts down and reboots on its own. No patient injury was reported.